Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that after antitachycardia pacing the device starts charging and delivered one shock. Every additional attempt to charge capacitor failed. The device was explanted. The ICD analysis identified that the output circuitry damage was due to lead arcing to the ICD can. A lead anomaly is suspected.